Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital with complaints of fatigue and dizziness. Upon interrogation it was noted that this lead had high out of range pacing impedances, loss of capture (loc) and high thresholds. A review of the stored electrocardiograms identified oversensed noise resulting in inappropriate shocks. A chest x-ray confirmed lead fracture. The lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.